Event description:
The collimator of the ceiling suspension tube is used to delimit the x-ray field to the region of interest and is connected to the x-ray tube. The customer complained the collimator was loose. Nobody was hurt.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent.

Manufacturer narrative:
The reason why the collimator's fixing was loose cannot be determined. No x-ray tube or collimator exchanges were performed on this system by philips. During last preventive maintenance the fixing of the collimator was checked and determined to be correct by the field service engineer. The field service engineer remounted the collimator and fixed the locking plates with the screws, tested it and the system works as specified. No further action required. (B)(4).